Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. Battery packs were ordered and sent to the customer. No further repair info is available.

Event description:
The customer reported that the 9800 sys displayed a filament regulator error message. No pt injury was reported.